Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms and resulted in the device emitting beeping tones. Review of stored device memory noted a sudden change in shock impedance measurements approximately two months ago. It was noted that the patient had fallen around the time the changes were noted. No anomalies were noted under fluoroscopy. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.